Event description:
The customer reported via phone call that they received a few reservoirs with the needle anomaly on the inside. Customer was not able to fill the reservoir. Customer stated that every time they drew back from the insulin vial, it would go back into the insulin vial. Customer was sent replacements and returned the reservoirs. Customer declined troubleshooting. Customer was not able to prime the pump and the pump alarmed no delivery. Customer stated that the alarm occurred last september. Customer stated that they have been experiencing high and low blood glucose for the last 6 months. Customer has been as low as 45 mg/dl and as high as 330 mg/dl. Customer treated with a manual injection. Customer ran higher than normal due to not being vigilant on food. Customer treated the low blood glucose with food. Customer was low due to overcompensating. Customer declined troubleshooting for their blood glucose and the no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-13936.